Manufacturer narrative:
Analysis of the pump found the pump head, pump tube deformed. Analysis of the pump also found alarm anomaly with undetermined cause.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n183610, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
It was reported that a catheter occlusion occurred. A dye study was attempted but the healthcare provider (hcp) was unable to aspirate the catheter. The patient experienced no pain relief. A catheter revision and pump replacement was planned for (B)(6) 2014. The patient was to have her pump replaced with a 40ml pump, due to refill intervals. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. It was later reported that the patient¿s cardiac clearance was not acceptable and the hcp was awaiting cardiology to clear the patient. It was later reported that, during the revision on (B)(6) 2014, cerebrospinal fluid (csf) was not able to be aspirated from the catheter. A new catheter was implanted. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver dilaudid, bupivacaine and clonidine. It was later reported that the cause and location of the catheter occlusion were not determined.

Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed. The analysis finding of a deformed pump tube still applies. (B)(4).